Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) and the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. The error table did not indicate that pump should be replaced, and pump passed self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test and selftest. No unexpected pump error 23 alarms during testing. Successfully downloaded history files and traces using thump. Pump errors 15 on (B)(6) 2025 11:35:09.000 followed by a pump error 23 on (B)(6) 2025 11:35:11.000 occurred. Per software r&d pump analysis, "pump error 15 (inverse_check) (filenum/linenum=(B)(4)) was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting hw ( memory corruption). Pump error 23 was the consequence of the pump error 15 since pump restarted without safe shutdown". The pump was cut open and no moisture or physical damage were noted during visual inspection on all electronic assemblies. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, cracked case at belt clip corner, and scratched case. Pump error 15 and pump error 23 were confirmed, problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.